Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 4 days after the sensor was inserted into the abdomen. Date of event is an approximation. On 11/18/2023, the patient was experiencing symptoms but did not want to disclose any specifics. The patient¿s cgm was reading 361 mg/dl and the bg meter was reading 500 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with IV insulin. Due diligence attempts to contact the reporter for more information were attempted but not successful. There was no information provided regarding when the patient was discharged home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.